Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000476 for further information regarding this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that alarming patients are not popping up on monitors in individual patient rooms. The device was in use on patient at time of event, there was no adverse event reported.